Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom of "keypad defective", which was reproduced. It was observed that when any keys are selected, an automatic output of the #6 key will occur following the selected key's function (e.g. When the #1 key is pressed 16 will be displayed. When in alphabetic mode and the abc key is selected, ap will be displayed interfering with the mdl drug search). The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump had an inoperable/malfunctioning keypad in the cardiac intensive care unit. It was also reported there was no patient involvement.